Event description:
It was reported that the patient experienced a pocket hematoma and phrenic nerve stimulation from the left ventricular (lv) lead. The pocket was revised and the lv lead was repositioned and remains in use. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.